Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump passed self-test. No unexpected alarms or audio beeps occurred during testing. All buttons functioned properly during testing. However, the insulin pump had moisture damage on the keypad traces during visual inspection. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Event description:
It was reported that customer experienced a beep anomaly. Customer reports that insulin pump was constantly beeping and buzzing. Customer also reported that none of the buttons were responding, ver stayed on screen, there was a black circle at the top of screen, and the time dvanced. Customer's blood glucose was 190 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.